Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the buttons on the infusion device were defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.